Manufacturer narrative:
Correction made to a1: patient identifier: yms (previously submitted as ni). Correction made to a3: gender: female (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were completely out of twenty-two (22) minicaps. This issue was observed at the patient¿s home prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.